Event description:
(B)(4). I began getting migraines at a much higher rate per week, I was diagnosed with severe tmj, weight gain, extremely heavy, heavy periods, constant painful intercourse, losing my hair, diagnosed with fibromyalgia, swelling or edema throughout my body.

Event description:
(B)(4). I also have severe ibs/ crohans disease, herd, ulcers, teeth breaking, chipping....